Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure modes occluded/blockage and adhesive issue could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was stated that the patient experienced a series of issues related to her remodulin therapy. On (B)(6) 2024, it was reported that the patient was experiencing pain at the infusion site. Then on (B)(6) 2024, the patient woke up with pain at the infusion site and felt slightly dizzy but had no other symptoms. Upon checking the site, she found that the tubing had disconnected.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. UDI section of d4 is unknown, no product information has been provided to date. D4: expiration date, lot number, part number, and h4: manufacture date are unknown, no information has been provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.